Manufacturer narrative:
(B)(6). (B)(4). It was indicated that the device is pending service and not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga 3020 laser console was to be used in a procedure performed on (B)(6) 2021. During preparation, the laser console was damaged. The procedure was not completed due to this event and was rescheduled to another day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the damage to the auriga 3020 console to date, despite good faith efforts.